Event description:
During the pt's permanent implant procedure on (B)(6) 2011, the lead showed high impedance on all contacts. A new lead was used to finish the procedure. The lead was returned to the manufacturer for analysis. No additional info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.